Event description:
It was reported that debris was found inside the sterile pouch next to the mcp implant. Additional information was received from the product manager. "The mcp implant was implanted then the debris was noted. If it had been noticed when they opened it (the package), they would have opened a new once." A spare device was available. No adverse consequence or injury to the patient was reported. The reporter noted the facility indicated they did not want to be contacted for further information.

Manufacturer narrative:
The device packaging involved in the reported incident has been received for evaluation. An investigation has been initiated on the reported information.